Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. No pre-dilatation. The reported angina, ventricular tachycardia and re-stenosis are listed in the instructions for use (IFU) as known adverse events associated with coronary stenting. It was reported that the xience stent was implanted with out pre-dilatation. It should be noted that the xience IFU states to pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the xience v stent. In this case, the direct stenting (no pre-dilatation) does not appear to have contributed to the reported event as the patient effects did not occur until approximately 11 months after the initial procedure. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported via a study that approximately 11 months post xience v stent implantation in the proximal left anterior descending artery, the patient experienced angina, dyspnea and a racing heart. Initially it was reported to be due to a non-target lesion; however, it was later reported as edge stenosis. On (B)(6) 2010, the patient was hospitalized and percutaneous coronary intervention was performed. On (B)(6) 2010, the event resolved and the patient was discharged. There was no additional information provided.